Event description:
On 09/05/2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to her feelings and/or normal readings. The medical surveillance specialist (mss) spoke with the patient on 09/18/2009 and obtained the following information. The patient reported that the alleged issue began in 2009. The patient claims she tests 4-6x/day and manages her diabetes by taking a set dose of lantus insulin in the morning (25 units) and novolog insulin before her meals (based on a sliding scale). On a couple of different occasions (dates unknown), the patient reported obtaining a bedtime reading (between 11pm and 12am) in the high "200 mg/dl" range and when she retested would then obtain a result in the "300 mg/dl" range. In response to the alleged high results, the patient claimed she took 10 units of novolog. Approximately 3 or 4 hours after taking the insulin, the patient stated she woke up from her sleep sweating profusely, disoriented and with a rapid heartbeat. The patient confirmed that at the onset of symptoms she tested her blood glucose with the subject meter and obtained a reading in the "40 mg/dl" range and then immediately treated self with food and/or drink. The patient reported feeling better after the self-treatment. At the time of troubleshooting, the customer care advocate noted that the patient was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.